Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the mid left anterior descending artery (lad) with one 2.75 x 18 xience v stent and direct stenting in the first obtuse marginal with one 3.0 x 18 xience v stent. On (B)(6) 2010 the patient experienced substernal chest pain and was found to have in-stent restenosis of the mid lad requiring percutaneous coronary revascularization. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to implanting the xience v stent. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.